Event description:
It was reported that the subject device had brightness that was dark. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was interrupted and weakened at the insertion section, component failure of the lg (light guide) bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.